Event description:
A patient sample was tested for troponin (accu tni) and a result of 1.10ng/ml was obtained. The result was reported out of the lab. The original specimen was re-centrifuged and re-tested. The repeated result was 0.00ng/ml. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
The specimen was serum and was centrifuged at 3,600 g for ten minutes. The sample appeared clear. Qc was (B) (6) 2009, (B) (6) 2009, and (B) (6) 2009 were all within specifications. There were no flags associated with the erroneous result. Service was not dispatched for this event. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.